Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed he had announced breakfast but later observed hyperglycemia followed by hypoglycemia; records indicated a sub-meal announcement and the agent reviewed on-pump confirmation of meal announcements and educated on timing of announcements relative to intake. Symptoms included low glucose and high glucose. Outcomes included successful troubleshooting and education with guidance to treat the low and return to range prior to announcing and eating the next meal. Investigation included review of user-reported history and on-device meal announcement verification. Investigation of this case revealed no device malfunction and suggested user error related to meal announcement versus actual intake, with cause unclear for the subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.